Event description:
It was reported the device was used in a laparoscopic bariatric surgery, roux-en-y. "Supposedly, there was a leak postoperatively, the patient developed sepsis, and death." The surgeon was contacted and did not feel it necessary to speak with ees medical monitor as he does not believe the devices he used had any relationship to the outcome to this patient. This patient was transferred to facility and underwent 2 or 3 subsequent surgical procedures and he does not have specific information as to what went on during that hospitalization.